Manufacturer narrative:
(B)(4). The specific product code for the transfer sets involved is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of the catheter was not working and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient's catheter was not working. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The outcome for the catheter was not working was not reported. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The nurse did not know the patient had gone to the hospital for peritonitis and declined to provide information.